Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found worn tubing at valve vl57a. The fse replaced the tubing resolving the leak and hgb voteouts. (B)(4).

Event description:
The customer reported that approximately 5 ml of blue fluid leaked from the needle of a coulter lh 780 hematology analyzer. The leak occurred while the instrument was processing controls and was contained within the instrument. In addition, the instrument generated hemoglobin (hgb) voteouts. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.